Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 220 mg/dl at the time of incident. Troubleshooting was not completed because the customer stated that she did not have the pump with her. The insulin pump was not returned for analysis.